Manufacturer narrative:
(B)(4). Device evaluation: device has been received but evaluation has not yet begun. Supplemental MDR will be completed upon completion of the device evaluation. (B)(4). The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause cannot be determined; however, patient factors and surgical technique may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve was explanted at implant due to being unable to restart the heart. After implanting the 23mm valve, the surgeon noted an aortic root injury and left main coronary artery hematoma compression. When the physician noted the aortic root injury, it was suspected the valve may have been too big for the patient. Patient remained on cardiopulmonary bypass. There was no issues or difficulties reported during implant of the 23mm valve. The explanted device was replaced with a 21mm mechanical valve and the heart was able to be restarted. There was no serious injury related to valve exchange. Device is available for return. Event was reported to not be due to a device malfunction.

Manufacturer narrative:
Evaluation summary: the clinical report of oversizing the valve could not be confirmed through visual observations. X-ray demonstrated wireform intact. Suture holes were observed around the sewing ring.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.